Manufacturer narrative:
Pump's fingers mechanism were replaced and pump was recalibrated to resolve the issue.

Event description:
Investigation found that pump failed volumetric accuracy test, out of +/-5% specification.